Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013 . According to the complainant, the indication for the stent placement was to seal a leak post gastric bypass surgery. The patient anatomy was not noted to be tortuous and the anatomy was not dilated prior to stent placement. On (B)(6) 2013, the stent was noted to have migrated into the stomach. No visible issues were noted to the stent. The physician removed the stent from the patient and placed another wallflex esophageal stent of a larger size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of stent migration. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.